Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. H.6. Conclusion code 1: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: device sn # (B)(4), UDI: (B)(4) was also investigated since it is not known which device was associated with the type ii endoleak. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2019, a patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic endoprostheses. The left subclavian artery was embolized using a plug (amplatzer). On an unknown date, follow-up CT imaging was suspicious for a type ii endoleak originating from the left subclavian artery. On (B)(6) 2020, the left subclavian artery was re-embolized using a coil. On (B)(6) 2020, a reintervention was performed because the aneurysm enlargement was persistent. The type of endoleak was not able to be determined exactly, so the physician planned to perform the reintervention considering the possibility of the proximal type I endoleak, the type ii endoleak, and a type iii endoleak (component disconnection). First, a total debranching bypass procedure was performed and a gore® tag® conformable thoracic stent graft with active control system was implanted proximal to the initial gore® tag® conformable thoracic endoprosthesis. During the total debranching bypass procedure, the left subclavian artery was ligated. The final angiography didn¿t show any endoleaks. The patient tolerated the procedure.